Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately eleven years eight months post filter deployment it was alleged that the filter perforated, migrated and detached. The current status of the patient is unknown. New information : it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced sharp back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twelve years post filter deployment, CT revealed filter struts had penetrated through the wall of the ivc into the pericaval /mesentric fat. One leg penetrated a lumbar vertebra and one into the duodenum. Only 5 filter arms were present instead of six which confirmed filter limb fracture. Therefore, the investigation is confirmed for perforation of the ivc and filter limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately eleven years eight months post filter deployment it was alleged that the filter perforated, migrated and detached. The current status of the patient is unknown. New information : it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced sharp back pain; however, the current status of the patient is unknown.